Event description:
It was reported by the customer that a bd pyxis medstation es system displayed auxiliary drawer failure error notice on healthsight viewer. The customer added that they recently did an equipment upgrade and their old devices had a lot of drawer failures. There is no auxiliary attached, and the device thinks there should be. The failures are still showing on healthsight viewer and the customer requested to have the auxiliary from the device removed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-sep-2022 to 19-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had ghost failure due to one of the analysts programmed the device to have an auxiliary where the device did not have. The technical support specialist confirmed that this malfunction prevented the user from accessing medications for a patient. The technical support specialist deleted the ghost auxiliary drawer from the health sight viewer. The system functioned as intended after being assessed by the technical support specialist and acknowledged by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system displayed auxiliary drawer failure error notice on healthsight viewer. The customer added that they had not upgraded equipment so old device had a lot of drawers failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hardware failures exist because there was no auxiliary connected to the device and it needs to be deleted. A technical support specialist deleted the auxiliary drawer to resolve. The system was functional as intended.